Event description:
During an arthroscopy of the knee using the mitek vapor electrode, it was noted that aggessive sparks or fire were coming out of the tip of the mitek probe. No injury to the pt. Machine was removed from svc, machine sent to biomed and mitek rep was notified.